Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay plus custom-made device. The custom made relay plus devices are not marketed in the us, however they are similar to the relay thoracic stent graft with plus delivery system approved for sale in the us (p110038). The event occurred in germany. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Device couldn't be advanced in position one. We expected it to be related to a kinked iliac anatomy and therefore placed a 26fr sheath. But afterwards it wasn´t possible as well. When trying to use more force, the inner catheter of the relay plus delivery system moved out of the gap. To avoid any patients damage we decided to remove the device and send it back for investigation." Patient outcome - "patient was stable at the end of the procedure. Physician requests a rebuild of the device."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay plus custom-made device. The custom made relay plus devices are not marketed in the us, however they are similar to the relay thoracic stent graft with plus delivery system approved for sale in the us (p110038). The event occurred in germany. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Device couldn't be advanced in position one. We expected it to be related to a kinked iliac anatomy and therefore placed a 26fr sheath. But afterwards it wasn´t possible as well. When trying to use more force, the inner catheter of the relay plus delivery system moved out of the gap. To avoid any patients damage we decided to remove the device and send it back for investigation." Patient outcome - "patient was stable at the end of the procedure. Physician requests a rebuild of the device."